Manufacturer narrative:
A ge service representative performed an evaluation over the telephone. Assistance was given to complete the calibration. The system was judged to be working as intended and placed back into service.

Event description:
It was reported that the etrak 2500p would not calibrate during a procedure causing unnecessary delays. There was no adverse patient involvement reported. There was no patient information reported.